Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 150 mg/dl at the time the paramedics arrived at the scene. The customer stated that the insulin pump alarmed no delivery. The customer declined to perform troubleshooting. The customer stated that an issue with the infusion set caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.